Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, the biopsy and forceps channel were leaking, there were deep dents and scratches on the distal end plastic cover, there were three cracks on the light guide lens, the nozzle was defective, the insertion tube was buckled, the wet detection sticker label needs replacement, a small chip was noted around the objective lens, and the bending section glue is cracked and discolored. This event is under investigation. A supplemental report will be submitted upon receiving additional information. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope displayed scope error code e315, for an unknown diagnostic procedure. The issue was noted during reprocessing. Further, at estimation it was observed that there were no reportable final universal code¿s. There was no patient harm or user injury reported due to the event.